Manufacturer narrative:
Continuation of d10: product ID: evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; product ID: l-evolutfx-34 (lot: 0012315948); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve a pre-implant balloon aortic valvuloplasty was performed due to calcification. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient via the right femoral artery access site which has a minimum vessel diameter of 2 mm. As the dcs was and advanced towards the a nnulus, access vessel calcification was noted. Subsequently, a dissection at the access site was observed. The valve and dcs were withdrawn from the patient. A balloon angioplasty was performed and a stent was placed to treat the dissection. No additional adverse patient effects were reported.